Event description:
It was reported that in the middle of implanting a sentiva they could not communicate with the device and received error code 350. They were able to interrogate the device at the beginning of the surgery but then she reported it would start interrogating and then stop. They attempted interrogation inside and outside the pocket and the wand was moved around. They rebooted the tablet, the wand batteries were ok and the wand ID matches on the tablet. It was stated no electrical equipment was around that would cause interference. The tablet was also not plugged into the wall outlet. They tried resetting the wand and using the usb cable. Then a generator reset was performed. None of these steps resolved the issue. The or rep was able to communicate with a second m1000 in the package. Electrocautery was not used while device was in the sterile field. No additional or relevant information has been received to date. The unused m1000 has not been received for analysis to date.

Manufacturer narrative:
(B)(4).

Event description:
Data was retrieved and reviewed from the explanted generator. The log information received only dates back to march 12 and not the event date of march 9. The tablet logs are size limited to 10mb total, and once they pass that older information gets overwritten. Due to the delay in exporting the log files, the date of the event of (B)(6) 2018 information has been lost. Likely the issue wsa related to electronic interference from a noisy environment. Error code 350 can be received if the wand repeatedly receives back invalid/corrupted packets from the ipg (typically due to noise or wand positioning). Several retries will automatically be attempted, but if they all fail the user will get shown the 350 error. Therefore, it¿s possible that the 2nd ipg still had some background communication issues but it was just stable enough to not fail all of the retries and not display the error to the user. The generator was received for analysis. Product analysis for the generator was completed and approved. The allegation of failure to program was not verified, as numerous successful communication sequences were obtained in the analysis lab. In addition, various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Initial interrogation confirmed that the patient ID was correctly programmed into the generator. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The attached decoder was reviewed and showed no issues with the generator. No additional or relevant information has been received to date.